Manufacturer narrative:
(B)(4). The customer support engineer (cse) during an onsite visit for a semi-annual preventive maintenance, evaluated the ventilator and verified the reported complaint. The cse also discovered other logged error codes during the time of the "device alert + safety valve open". However, the cse was unable to duplicate the issue. The unit failed the expiration valve calibration. The cse replaced the exhalation check valve, the exhalation autozero solenoid, the exhalation module assembly, and the exhalation harness assembly. The cse also replaced the o2 cell per preventive maintenance cycle guidelines. Unit passes sst, est, all calibrations and a performance verification according to the manufacturer's specifications at time of service. Two other complaints ((B)(4)) were opened to reflect all the replaced faulty components.

Event description:
It was reported that during patient use the ventilator displayed a safety valve open alert. The patient was transferred to another ventilator without any reported harm. There is no report of serious injury or death associated with this event.